Event description:
It was reported that pump experienced malfunction code 14 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided reset instructions, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction code returned, which caller acknowledged and understood.